Event description:
It was reported that the patient presented prior to device upgrade with stored episodes of inappropriate automatic mode switch. The episodes were caused by over-sensed noise exhibited by the right atrial lead. The lead was capped and replaced on 13 sep 2022. The patient was stable.